Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing low blood glucose. Blood glucose level at the time of the incident was 41 mg/dl. Customer stated that it was a past event and mentioned that while she was asleep, insulin pump was not suspending insulin when it was supposed to be suspended at 398 mg/dl, it happened 5 times last few weeks. Customer has treated with food and glucose tablets. Customer has been using insulin pump system within 48 hours of reported low blood glucose event. Customer reported auto mode or smart guard was automatically delivering insulin at the time of low blood glucose event. Customer did not report insulin pump was not over-delivering. Customer stated was unable to continue with troubleshoot since customer was still at work. The insulin pump will not be returned for analysis.